Event description:
Pt claims that the huber plus needle became lodged in port-a-cath. Two attempts at withdrawal were unsuccessful. A small incision was then made in pt's skin and the needle was removed. The pt claims the needle tip was bent in a "fish hook" shape. This caused soreness in the immediate area, which the pt claims worsened over the next three weeks. Blood clots were discovered in the confluence of the internal jugular vein and subclavian into the auxilary vein. It is not known if this is related to the huber plus needle. The pt's blood clots have resolved with treatment and the soreness and swelling have resolved.